Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2011, due to loosening of the femoral component.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, (B)(4) states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, and/or excessive unusual and/or awkward movement and/or activity". (B)(4).